Manufacturer narrative:
(B)(4)

Event description:
It was reported pseudo-pseudofusion and possible capture issues were observed on the ventricular channel. Loss of capture with a ventricular escape rhythm was detected. The patient was asymptomatic. An auto mode switching episode was detected when the atrial events fell into the post ventricular atrial refractory period. Several programming changes were recommended. No further information is available.